Event description:
Customer reported a past high blood glucose event with the specific value unknown but displayed as "high." Cause was not known. Customer took corrective action by administering a correction injection via mdi. Technical support recommended consulting with a healthcare professional to discuss potential factors affecting blood glucose levels. Customer continued to use the pump for insulin therapy.